Event description:
It was reported that during a lap appendectomy procedure, the cartridge dislodged. The cartridge did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.